Manufacturer narrative:
Age at time of event: it was reported the patient was an adult (no age specified). Upon follow up it was reported the vasopressor therapy was indicated for severe hypotension associated with cardiogenic shock. It was clarified that both pumps were running at the same time when they shut down. One of the pumps was delivering IV infusion therapy of vasopressin, while the other pump was delivering IV infusion therapy of neosynephrine. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found out in specification in relation to the customer reported 'turned off unexpectedly' which was not reproduced. The event history log (ehl) review was performed and revealed that the customer experienced multiple events of ¿improper shutdown!¿. An ¿improper shutdown!¿ message displays when the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The reported problem 'turned off unexpectedly' was unable to be confirmed during evaluation. The device was tested with known good components and found to be working as intended. Evaluation determined no correction is required. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Review of the event history log identified multiple events of "improper shutdown'. An ¿improper shutdown!¿ message displays when the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The reported problem of 'turned off unexpectedly' was unable to be confirmed during evaluation. The device was not returned with the customer battery or alternating current (ac) power cord. The device was tested with known good components and found to be working as intended. No cause was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump turned off unexpectedly during patient infusion. The patient was receiving vasopressors after coding twice. It was reported that a battery error malfunctioned. After the "second code", when the nurse unplugged the intravenous (IV) pole to make room for the stat chest x-ray, the pump shut off. The pump had to be plugged back in and completely reset for the patient to resume receiving life-sustaining vasopressors. The patient's blood pressure decreased (values not reported), however the patient recovered. No additional information is available.